Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review and programming recommendations were requested. A boston scientific technical services consultant identified oversensing of noise and inhibition of pacing for greater than five seconds on the right ventricular (rv) channel. Elevated rv threshold measurements were also noted. The patient is pacemaker dependent and was sleeping at the time of the episode. The noise was low amplitude/high frequency and isolated to the right ventricular (rv) channel. Reprogramming of the rv sensitivity was performed following a similar past event. A boston scientific technical services consultant discussed troubleshooting to further evaluate lead performance. No adverse patient effects were reported. Additional information was received. The rv lead was explanted and replaced due to the oversensing and pacing inhibition. No additional adverse patient effects were reported. The explanted lead was discarded at the facility and will not be returned for analysis.

Event description:
It was reported that episode review and programming recommendations were requested. A boston scientific technical services consultant identified oversensing of noise and inhibition of pacing for greater than five seconds on the right ventricular (rv) channel. Elevated rv threshold measurements were also noted. The patient is pacemaker dependent and was sleeping at the time of the episode. The noise was low amplitude/high frequency and isolated to the right ventricular (rv) channel. Reprogramming of the rv sensitivity was performed following a similar past event. A boston scientific technical services consultant discussed troubleshooting to further evaluate lead performance. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.